Event description:
The patient had a crt-p implanted 2 years ago. After an episode of syncope with documented non-sustained vt, the crt was upgraded to a medtronic maximo ii crt-d. Five days after implant, the patient sought medical attention for a presyncopal episode and generally feeling poorly. It was noted that the device was not capturing all of the time; however, no arrythmias were noted. The patient was brought to the ep lab. The pocket was opened and connections were checked. No problems were noted on inspection. The physician was going to replace the defibrillator lead, but the medtronic rep present during the procedure felt confident the crt was the problem and recommended exchanging the crt-d. Only the crt-d was explanted and a consulta crt-d was implanted. Two days later, while the patient was recuperating on the telemetry unit during the night, multiple episodes with loss of capture were noted on the monitor. The patient was asymptomatic as he was sleeping during the episodes. That morning, the patient went back to have the lead changed. There were no further complications and the patient was discharged within 48 hours. ====================== manufacturer response for crt-d, medtronic maximo======================unknown at this time